Event description:
The complainant reports that during a stone removal procedure from the common bile duct, the physician requested from the medical technician that the basket be closed. Upon the attempt to close, the tip of the device detached. The physician did not attempt to remove the device at that time and it was removed during surgery that was previously scheduled for later the same day to remove additional stones. No reported adverse effects to the patient were reported.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met it's specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, and maintenance procedures.